Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1 gram, intraperitoneal, stat dose and duration not reported) and lupinem injection (2500 mg, intraperitoneal, three times daily and duration not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.